Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reportable condition was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause resulting from failures identified during evaluation was determined to be due to traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive had a worn bearing, seal, motor and coupling, sticky trigger, could not control/change speed, would not oscillate and moving parts did not move smoothly ¿ trigger. It was further observed that the device had contact and component damage, and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for general condition, check for sticky triggers, check function of device, check the forward/ reverse modes function, check the oscillation mode function and check power with power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.